Event description:
It was reported to boston scientific corporation on october 29, 2021 that an ultraflex esophageal ng proximal release covered stent was to be implanted to treat a 6-7cm malignant stricture due to esophageal cancer during an esophageal stent implantation procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed. Reportedly, the stent was removed from the patient partially covered by the stent deployment suture. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Blocks d4 (lot number and expiration date), and h4 have been updated with additional information received on december 06, 2021. Block e1: initial reporter address 1: (B)(6). Block h6: medical device problem code a15 captures the reportable event of partially deployed ultraflex esophageal proximal release stent. Block h10: an ultraflex esophageal ng proximal release covered stent and delivery system were received for analysis. The stent was returned partially deployed on the delivery system. Functional examination was performed and the stent was deployed by holding the delivery catheter stationary with one hand, grasping the finger ring attached to the handle with the other hand and slowly pulled the finger ring to fully deploy the stent. No other issues were noted to the stent or delivery system. The reported event of stent partially deployed was confirmed; the stent was returned partially deployed on the delivery system. Most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Additionally, the device was used past the expiration date. The device has exceeded the period of time/ date recommended by the manufacturer for storing the device without degradation in quality. Therefore, a review and analysis of all available information indicated the most probable cause is shelf life/expiration date exceeded. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex esophageal ng proximal release covered stent was to be implanted to treat a 6-7cm malignant stricture due to esophageal cancer during an esophageal stent implantation procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed. Reportedly, the stent was removed from the patient partially covered by the stent deployment suture. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.